Event description:
This spontaneous case was reported by an other and describes the occurrence of menorrhagia ("hemorrhagic menstruation / anarchic menstrual periods"), migraine ("migraine"), pelvic pain ("pain"), ear infection ("otitis"), eczema ("eczema"), paraesthesia ("electric discharges in the limbs"), tinnitus ("tinnitus"), urinary tract infection ("urinary tract infection") and arthralgia ("hip pain") in a (B)(6) female patient who had essure inserted for female sterilisation. In 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria hospitalization and intervention required), migraine (seriousness criterion hospitalization), pelvic pain (seriousness criterion hospitalization), ear infection (seriousness criterion hospitalization), eczema (seriousness criterion hospitalization), paraesthesia (seriousness criterion hospitalization), tinnitus (seriousness criterion hospitalization), urinary tract infection (seriousness criterion hospitalization) and arthralgia (seriousness criterion hospitalization). Essure was removed in 2018. At the time of the report, the menorrhagia, migraine, pelvic pain, ear infection, eczema, paraesthesia, tinnitus, urinary tract infection and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia, ear infection, eczema, menorrhagia, migraine, paraesthesia, pelvic pain, tinnitus and urinary tract infection with essure. Further company follow-up with the other is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.